Event description:
It was reported that via a remote transmission, non-sustained lead noise episodes due to mismatch between between near and far field channels were observed. Reprogamming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.